Event description:
It was reported that the customer was trying to reset his pump and had a low blood glucose level of 44 mg/dl. Customer was unable to eat breakfast as he usually does. Customer declined troubleshooting. Customer was assisted with priming the pump. No further assistance needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.